Event description:
Incorrect instructions provided. It was reported that a surgeon was observed using an alumina v40 head with a gmrs cocr stem and that the cmrs literature indicates "the gmrs proximal femoral components are fully compatible with all stryker v40 femoral heads." In discussion with marketing personnel, ceramic heads are not compatible with cocr. No adverse consequences have yet been reported as result of this.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (incorrect instructions) and product code na.